Event description:
It was reported customer's mother inserted a new battery and the insulin pump did not turn back on. After the third battery inserted and waiting five minutes, it turned back on. Customer's blood glucose was 98 mg/dl. Customer's mother was advised to disconnect the device. The device was not dropped, bumped or exposed to moisture. Customer used (B)(4) batteries. Battery cap, battery compartment, or springs were not damaged, missing nor corroded. Customer's mother customer was in the rain the night prior and device was in his pants pocket. Moisture was not visible on the device. No alarms noted on the device history. Device passed self test. Customer's mother was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.